Event description:
It was reported that the system controller was exchanged due to oxidation in two separate locations. Log files were submitted for review and captured a few clusters of pulsatility index (pi) events as well as routine power source changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress coming out of the system controller power cables was confirmed via the submitted photos. A review of the submitted controller event log file spanned approximately 14 days ((B)(6) 2025 per time stamp). There were no notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the system controller was exchanged due to oxidation in two separate locations of the power cables. There were no alarms associated with the event. The submitted photos showed two small cuts in the power cables with fluid ingress coming out of the site. It is unknown how this damage occurred and which power cable contained the damage. No damage to the underlying wires can be seen. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook (rev. A) section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.